Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 69 mg/dl, and the meter bg reading was 430 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids (not specified). After 2 hours, customer left the ER in good condition, bg was approximately 200 mg/dl.